Event description:
It was reported to medtronic minimed that the customer experienced crack on the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1812. Troubleshooting was performed and the broken display was confirmed as the pump was dropped. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1812 was returned for analysis.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with blank display. Unable to perform the displacement test, sleep current test, active current test and self-test due to blank display and missing segments. Unable to download history files and traces using thump due to blank display. The pump was cut open to perform visual inspection and found a severely cracked lcd glass. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and cracked keypad overlay. Cosmetic damage was confirmed where cracked lcd glass was noted. Blank display anomaly was confirmed during analysis due to a severely cracked lcd glass. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.